Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: during investigation, the audio bolus button (abb) was found to be under responsive. The button cover was observed to be torn in the center. The white slug of the abb was found to be missing.